Event description:
It was reported that a vns patient¿s leads were fractured. The patient is not sure how it happened, but she was playing softball and think it might have happened then. The patient was referred for surgery. Follow-up from the provider indicated that high impedance was found during diagnostics and a lead fracture was confirmed via x-rays. Clinic notes provided from a visit on (B)(6) 2017 shows apparent disconnection between two electrodes in the left side of the neck and a vagal nerve stimulator showing disconnected lead. The patient had one programming session where lead impedance was normal, but when she most recently saw the physician and elevated lead impedance was found. X-ray did reveal a wire fracture with the wire coiled up next to the portion in the chest. The patient leads wire was noted to be fractured and pulled down into the chest. The patient worries some of her movements during playing softball may have led to the problem. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Lead replacement surgery occurred. The lead was reported to be completely broken. The explanted devices were reported to have been discarded.